Event description:
During a laparoscopic cholecystectomy procedure, the clips were ejected prematurely. No patient injury was reported.

Manufacturer narrative:
6/25/97-supplemental report #1 submitted to FDA.